Event description:
(B)(4).

Manufacturer narrative:
The product was investigated and found to be in working order except for a broken sling bar latch. The broken latch is an indication of misuse in that the sling was applied around the sling bar latch instead of in the sling bar hook. The product was repaired and the staff was instructed on the proper lifting technique.